Event description:
It was reported to philips that the power pca was malfunctioning. There was no report of patient involvement. The customer / clinical engineer worked with the philips technical support representative. The engineer found the power pca malfunctioning. The device needs a therapy pca, upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, the replacement for which was ordered for the customer. The customer / clinical engineer to install. No further actions.